Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned in good physical condition. The probe was connected to a test holster and control module, initialized, and functioned properly. The probe was fully functional and conforming to manufacturing requirements. No sample issues were noted. No conclusions could be reached based on the analysis results as to what may have caused the reported incident. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a breast biopsy, they were receiving poor tissue samples. Used a second like device to complete the procedure with pt consequence.